Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis of the device logs was able to confirm the customer comment that there was a loss of communication between the programmer and the hosting tablet. It was noted that wireless fidelity (wifi) was on and the possibility of wifi and bluetooth interference, with possibility of other signal interferences was noted. Significant latency was also observed. The exact reason for the loss of connection was not determined in the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the analyzing function of the programmer was set ready to conduct pacing as requested by the physician when after ten minutes a message was displayed stating loss of communication between the programmer and the hosting tablet. The event occurred prior to pacing and it was noted that the patient had a high likelihood of becoming pacing dependent. A different model programmer was in readiness and used in the event to complete the procedure. Whilst communication was re-established with the programmer, the user did not switch back to it. The programmer remains in use. No patient complications have been reported as a result of this event.